Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii, rupture.

Event description:
A healthcare professional reported rupture and capsular contracture baker grade iii. This record relates to the left side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is a medical event and is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as the device is observed out of its sealed package.

Event description:
A healthcare professional reported rupture and capsular contracture baker grade iii. This record relates to the left side. The device has been explanted and discarded.